Event description:
A supervisor reported that a cassette failure message displayed prior to a procedure. The issue persisted with a new cassette. The pt had already received an anesthetic block when it was decided to cancel the surgery. There was no pt harm. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and replaced the pressure vacuum manifold and adjusted the pressure regulators on the system. Preventive maintenance was performed. The system was then tested and met product specs. There were no samples returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause of the reported event cannot be determined conclusively. (B)(4).